Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 22jun2017 to assess the antibody screen test well images in question, which were visually positive with slight red blood cell adherence.

Event description:
On (B)(6)2017, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo.